Event description:
Caller alleged discrepant results compared with lab. Results as follows: date: 2009. Inratio: 3.1. Lab: 12.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009. Inratio: 3.1. Lab: 12.9. Mean: 8.0. Confidence-limits: unable to determine. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values fall outside the limits where mean is greater than 5.0 and difference between inr's is greater than 2.2, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. Hence, this would be subject to strips accuracy and/or precision testing as part of the complaint investigation when meter is returned. As of to date, the meter was returned. Will perform strips accuracy and/or precision testing with retained strips and returned meter. Investigation pending.